Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03885. The patient reported he is no longer using system stimulation due to experiencing a burn while charging. The patient also reported subsequent to the burn, he was advised by the physician to stop using his scs system. Additionally, the patient treated the site with burn cream. Moreover, the patient reported his spouse informed him of blisters at the site; however, he did not notice them. The patient is currently using alternative methods to control his pain. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.